Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed, but could not reproduce the door not fully latched alarm. The reported symptom was observed during power up and caused by a loose link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a door not fully closed latched alarm when the door was closed. It was also reported that there was no patient involvement.